Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2008, at 12:29pm, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultrasmart meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation since medical affairs specialist (mas) was unable to contact the patient to obtain/verify add'l information. The patient stated that he obtained a blood glucose reading of "259 mg/dl" on the previous month at 9:00am and reportedly increased "6 or 7" units of humalog on the insulin pump. It is unknown whether the patient had any food/drinks afterwards; however, at around 12:00pm, he reportedly developed "low blood sugar" symptoms, tested and obtained a "66 mg/dl" on the subject meter. This was the only meter the patient tests his blood glucose with. Since the mas was unable to reach the patient, no additional information was gathered. Therefore, this complaint will be classified based on the information available. The patient did clean the puncture area correctly before testing and used proper testing technique to test the meter with. The unit of measurement was correct. The patient's products have been replaced. This complaint is being reported due to the following conclusions: the patient claimed he obtained an allegedly inaccurate high reading on his meter, administered bolus insulin based on the alleged reading and reportedly developed "hypoglycemia" after the alleged meter issue.